Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the "stop infusion" alarm was triggered before the end of the infusion, even though there were still 3 to 4 ml left in the syringe. It could'nt verified or duplicated by plunger travel test. The probable cause for this one may be because of problem with stepper motor and plunger case. The possible cause is contamination inside size pot. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the "stop infusion" alarm was triggered before the end of the infusion, even though there were still 3 to 4 ml left in the syringe. The device indicated that the infusion was complete, despite there still being liquid in the syringe.